Manufacturer narrative:
Caster horn assembly; fowler bracket. Device was removed from service and not repaired and returned.

Event description:
It was reported by service report that the base spacers were cracked, the lock tube assembly failed, the fowler bracket was bent and cracked, and the tie rod leg assembly, the caster horn with and without lock, and the j slot bushing were worn. No patient involvement or adverse consequences are reported.